Manufacturer narrative:
Follow up info from md stated "that patient was receiving triple anti platelet drug therapy." Md felt that "if they needed to removed iab it should be done in intensive care unit because it was a more controlled environment." Me reiterated that "the membrane was only two thirds inflated & he was hoping that it would eventually inflate completely." Md "could see some augmentation (not what they would like to see) but it was better than nothing." Pt. Was scheduled for bypass surgery & "if they needed to replace iab it would be done there." Pt. Had coronary bypass graft & iab was removed on 2nd day post surgery. Pt. Is recovering very well & will be released from hospital by end of the week. Reference medwatch 1219856-2008-00363 for info regarding the pump. Follow-up report will be field if additional info becomes available.

Event description:
It was reported that patient (pt.) Was scheduled for a bypass and is currently on a ventilator. While in cath lab, intra-aortic balloon (iab) was prepped per instruction. Md inserted iab through sheath via right femoral artery. Iab was connected to autocat 2 wave pump. Md noticed iab membrane was not inflating properly; only bottom third. Md manually inflated membrane using a 30cc syringe filled with air. Pump was switched off & on again. While connecting driveline tubing to pump md realized only half the membrane was inflating. Md used 30cc syringe with air a second time & again iab membrane inflated fully. Iab was connected to pump again & iab only inflated two thirds of the way. Md decided to keep iab inserted in pt. During this time "no alarms appeared on pump even though all alarms were activated on pump. No high pressure alarms or helium loss alarms & no printouts. Lcd screen showed 30cc above helium bar. Balloon volume showed fully inflated, yet under fluoroscopy they could see only two thirds of balloon inflating. Top third of iab was not inflating. Pump was exchanged by sales representative next day & will have a service evaluation by clinical technologist." As of 2008 iab was insitu. X-rays will follow, but strips are not available.